Event description:
It was reported that this was an arteriotomy closure of the left and right common femoral arteries using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with 2 prostyle devices (1 in each site). The sutures of 2 new prostyle devices were successfully pre-placed in each access site. The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. (B)(4): analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The needle to cuff miss was confirmed. A material separation of the cuff tab was also found. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss and subsequent material separation appears to be related to circumstances of the procedure. In this case, an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The additional damages of deformation and separation of the cuff tabs and scratched anterior needle are expected damages of a needle to cuff miss event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.